Manufacturer narrative:
The reported complaint was confirmed. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Issue occurred approximately one to two weeks ago. Perfusionist did not have the exact date. The field service representative (fsr) verified the reported issue and found water trickling from the spray bar when in rewarm mode. The fsr replaced valve 1, recalibrated the analog to digital (a/d) board and checked operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit took too long to rewarm. The device was not changed out, as they were able to complete the case with the unit. It just took longer to rewarm the patient. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2015: the perfusionist (ccp) mentioned that the tcm unit was taking longer than normal to rewarm. This did not cause a delay in the procedure, but the ccp did indicate that he had to start the warming process a little sooner in the procedure than he normally would have. There was no impact to the patient as a result of the issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.